Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system fxd (was) was advanced into the left atrium. A 31mm watchman flx closure device and delivery system (wds) was advanced and positioned at the laa. The wds was deployed and did not meet release criteria and subsequently recaptured and removed. A 27mm wds was inserted and deployed however it also did not meet release criteria and subsequently recaptured and removed. A 31mm wds was inserted and deployed, meeting release criteria. Before release, a string-like thrombus was observed around the 31mm wds. The thrombus was successfully removed when suction was performed on the wds. The closure device was implanted. There were no patient complications, and the procedure was concluded. The activated clotting time (act) result was 268 seconds, and the procedure time was 132 minutes.